Event description:
It was reported that the balloon was deflated and did not hold its shape which caused leak and also stated that the button clip was loose or broken. Per additional information received via phone on (B)(6)2021, customer had replaced the foley catheter 2 days ago, within a few hours after the balloon deflated resulted in urine leakage. Also, stated that the cup at the top of the drain bag did not always drain into the bag and it backed up to the patient causing bladder spasms which was prior to balloon issues and hence patient had to manually help with cup drain. Also, the bottom clip was broken and it twists or does not close properly. And the metal clip to this attachment would not stay clipped resulting in leakage.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be ¿inflation / drainage lumen wall perforated ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was deflated and did not hold its shape which caused leak and also stated that the button clip was loose or broken. Per additional information via phone on (B)(6) 2021, urine leaked around the catheter due to balloon deflation and urine did not drain into the bag causing bladder spasms and also stated that the metal clip was not staying closed causing leakage.